Manufacturer narrative:
Please note that a device history record (DHR) review was has not yet been conducted, and it was inadvertently reported that it was conducted in the initial report. No other corrections to this report will be made at this time. A DHR and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the device was received. However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. A DHR and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Please note that the initial reporter for complaint is dr. (B)(6). (B)(6). The device is reportedly available to be returned for analysis. However, the device has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction of the wire out of the vessel, the tip broke but did not detach. The tip was still hanging on a thread of the wire and could only be retrieved in total together with the sheath. There were no negative consequences for the patient reported. The target vessel was the anterior superficial femoral artery (sfa). The vessel condition was normally calcified. Patient is fine. No further information is available.

Manufacturer narrative:
Complaint conclusion: as reported, during retraction of the wire out of the vessel, the tip broke but did not detach. The tip was still hanging on a thread of the wire and could only be retrieved in total together with the sheath. There were no negative consequences for the patient reported. The target vessel was the anterior superficial femoral artery (sfa). The vessel condition was normally calcified. Patient is fine. No further information is available. The device was returned for analysis. A non-sterile unit of pgw .018 sv short 180cm st was received coiled inside of a plastic bag. A fracture/separation was found at the distal tip. No other anomalies were found. The unit was sent to sem analysis in order to analyze the potential cause of separation. The results showed that the core wire presented evidence of elongation and smearing. Stretching and/or pulling could be related to these surface characteristics. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. Per lake region report c 16043, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable the reported ¿distal tip - fractured-in patient¿ was confirmed due to condition as was received the unit. The exact cause of the event reported by the customer could not be conclusively determined during the analysis. With the limited procedural information available for review, factors contributing to this condition could not be conclusively determined. However, based on the analysis, handling may have contributed to the fracture as the device was noted to have evidence of elongation. To prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, the instructions for use (IFU) recommends to ¿carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft. Note: do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ the IFU also tells the user, ¿guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Advance the balloon catheter distally, gently pull the guidewire back into the balloon catheter, and remove the balloon catheter/guidewire system as a unit.¿ neither the DHR review nor the product analysis suggests that the difficulty experienced by the customer could be related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.